Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule open, visual analysis showed the handle is not intact. The deployment knob components were received detached from the handle. The tabs were detached from the deployment knob component. The tabs were not returned with the device. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule could be retracted despite the deployment knob components being detached from the device. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A series of twists are observed along the distal end of the inner member shaft. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgment events do not typically indicate a device manufacturing issue. The subject dcs was returned and evaluated by medtronic; visual analysis confirms the reported actuator separation. Both of the actuator snap fit tabs were detached and were not returned with the subject dcs. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A series of twists were observed on the inner member shaft, which indicates the dcs may have been torqued. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to the valve dislodging from an ectopic heart beat. Tn the second recapture of the valve, the blue section of the deployment knob came apart into four pieces. It was attempted to put the handle back together to continue the recapture of the valve, however, it would not lock together. Manually the mechanics were pushed so the valve was able to be recaptured and removed from the patient. The delivery catheter system (dcs) will be returned to medtronic for analysis. It was reported that during the second recapture, the handle felt slightly stiffer to turn. The valve was loaded on a new dcs and successfully implanted. No adverse patient effects were reported.